Event description:
Event verbatim [preferred term] applied wrap to skin/did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse], had blisters/after removing the wrap to change wraps she noticed the blister [blister], , narrative: this is a spontaneous report from a contactable consumer reported for herself. A female patient (no pregnant) of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from 2001 (17 years ago) to an unspecified date for 5 days at unknown frequency for endometrial pain. Medical history included ongoing endometrial pain started at age 19, sensitive skin, skin allergy as abnormal skin condition. She classified her skin tone as very light or fair. There were no concomitant medications. The patient previously used heating pad for pain relief for 5-6 hours and did not experienced any problem/symptom. The patient had endometrial pain since she was in her 30's. She initially used the wraps for that 17 years ago in 2001. The patient read the usage instructions on thermacare before she used the product. The patient added that 17 years ago in 2001 she applied the wrap against her skin and had blisters. Her doctors were aware that she had been using the wraps and had always endorsed them. She used the thermacare for 8 hours each wrap. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. The patient stated that she underestimated how her skin would react with it. After removing the wrap to change wraps she noticed the blister. She consulted a physician, dermatologist for the problem. Nothing was prescribed. She was told to stop using the wraps until the blisters healed. The doctor suggested that she use on the outside of her underclothes. She purchased red box. There was no remaining product. The patient no longer had to provide upc, lot or expiry. Device was not available for evaluation and discarded. The action taken in response to the events for thermacare heatwrap was temporarily withdrawn. The outcome of the events was resolved. According to product quality group: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown; other trend assmt. & rationale: the citi customizable search returned a total of 76 complaints for menstrual 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for menstrual 8hr products. The data did not show an increase over time for 36-months. There is not a trend identified for the subclass adverse event safety request for investigation for menstrual 8hr products. There is no further action required.; site sample has not been received. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (28nov2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19may2020): new information received from product quality complaint group includes investigation results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown; other trend assmt. & rationale: the citi customizable search returned a total of 76 complaints for menstrual 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for menstrual 8hr products. The data did not show an increase over time for 36-months. There is not a trend identified for the subclass adverse event safety request for investigation for menstrual 8hr products. There is no further action required.; site sample has not been received.

Event description:
Had blisters/after removing the wrap to change wraps she noticed the blister [blister] , applied wrap to skin/did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A female patient (no pregnant) of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from 2001 (17 years ago) to an unspecified date for 5 days at unknown frequency for endometrial pain. Medical history included endometrial pain started at age 19, sensitive skin, skin allergy as abnormal skin condition. She classified her skin tone as very light or fair. There were no concomitant medications. The patient previously used heating pad for pain relief for 5-6 hours and did not experienced any problem/symptom. The patient had endometrial pain since she was in her 30's. She initially used the wraps for that 17 years ago in 2001. The patient read the usage instructions on thermacare before she used the product. The patient added that 17 years ago in 2001 she applied the wrap against her skin and had blisters. Her doctors were aware that she had been using the wraps and had always endorsed them. She used the thermacare for 8 hours each wrap. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. The patient stated that she underestimated how her skin would react with it. After removing the wrap to change wraps she noticed the blister. She consulted a physician, dermatologist for the problem. Nothing was prescribed. She was told to stop using the wraps until the blisters healed. The doctor suggested that she use on the outside of her underclothes. She purchased red box. There was no remaining product. The patient no longer had to provide upc, lot or expiry. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was temporarily withdrawn. The outcome of the events was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (28nov2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on the information provided, the events of "blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.